Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a pipeline vantage originally opened perfectly, but at 6 month control, imaging showed proximal and distal edge stenosis and braid collapse. The patient was being treated for an ophthalmic segment internal carotid artery aneurysm. After event the patient had no symptoms. Prasugrel use was extended to 1 year. No further treatment was done for stenosis except prolonged prasugrel use up to 1 year control. It was noted that rotational angio and 3d imaging during were not performed during the treatment in (B)(6) 2021.